Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient experienced transient hearing problems without any sensory-motor impairment 1-day post index procedure (B)(6) 2024). Magnetic resonance imaging (MRI) was performed and findings were normal. The patient's hearing problems resolved spontaneously the same day. Other additional information received indicated the patient had access puncture site hematoma post-operatively following the retreatment procedure. As the event of puncture site hematoma was following the retreatment procedure and no medtronic device was reported in the retreatment procedure, the puncture site hematoma event does not meet the definition of a complaint.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported "thrombosis in radial artery" was intraoperative.

Event description:
Medtronic received information that a patient treated with and artisse device had complications. Contrast product extravasation after device release. The event resulted in a prolongation of an existing hospitalization. The artisse was successfully implanted on (B)(6) 2024. The event occurred during the procedure while the subject was under anesthesia. The event was causal to index procedure and possibly related to artisse device. Not related to ancillary device or dual antiplatelet treatment. There was a cross-over from transradial access to transfemoral access due to "thrombosis in radial artery". Baseline aneurysm characteristics: rupture status: never ruptured. Previously treated: no. Aneurysm details: saccular, midline, anterior communicating artery. Dome height 5.6 mm, width 7.3 mm, max diameter 9 mm, neck size diameter 6.1 mm. Aneurysm symptoms: visual field defect. Additional information received reported that there was incomplete/difficult opening (banana shape) during the implant of the artisse despite multiple maneuvers of pushing and pulling the device inside the microcatheter. It was reported that the aneurysm ruptured immediately after the artisse was deployed which spontaneously stopped. The patient experienced a moderate headache for two days after the procedure which was resolved/relieved by paracetamol. The site updated their assessment of the extravasation as caused by the procedure and probably related to the artisse device. A navien catheter had also been used in the procedure, and the site assessed the rupture as possibly related to the navien.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that artisse (isf-080-040, b513172) was implanted on (B)(6) 2024. Per site detail, ¿difficulty on the device opening (banana shape) despite multiple manoeuvre of pushing and pulling the device inside the microcatheter¿, however, no clear cause was reported by the site.

Event description:
Additional information was received that per site aneurysm follow-up imaging, year 1 3d dsa imaging on (B)(6) 2025 showed the following: raymond & roy occlusion class 3, web occlusion score class d, artisse device compaction with detail "compaction of the aneurysm at the bottom of the aneurysmal sac with an aneurysm measuring 6 mm in length/3.8 mm in depth and 5.8 mm in neck width." No symptoms were reported in association with the non-occlusion. Device compaction on (B)(6) 2025. Site also reported device deficiency: loss of device integrity with details of compaction. Additional information was received that per corelab image read of the year 1dsa/3d dsa imaging on (B)(6) 2025, the following was reported: evidence of device compaction compared to procedure, raymond and roy class 3, boss aneurysm occlusion scale grade 3: aneurysm remnant. Site reported no symptoms or further actions taken in association with findings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the site reported a change in mrs score from 0 at the year 1 visit on (B)(6) 2025 to1 at the retreatment visit on (B)(6) 2026. Per site this change reflects a fluctuation in the subjects tinnitus symptoms. The patient reports "this fluctuation is the sensation of the tinnitus, ranging from debilitating before the study to regression after one year (only one previous tinnitus), then a return to multiple tinnitus during re-treatment. The tinnitus is a pre-existing condition. No reported actions were taken. The vascular access site hematoma was found to have a causal relationship with the re-treatment procedure. The vascular site hematoma was recovered/resolved. The patient experienced bruising at right femoral, left radial, left biceps puncture sites; asymptomatic (hemodynamics ok); no intervention required (monitoring abdominal-pelvic CT scan)' a favorable assessment, discharge ok. The adverse event was not related to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the adverse event description was updated from contrast product extravasation after device release to intracranial hemorrhage. The patient experienced generalized moderate pain relieved by paracetamol. No other associated symptoms occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported 180-day follow up mr imaging from (B)(6) 2025 web occlusion score was class d, and the site indicated the device was compacted since last angiographic assessment. No further details were provided about the device compaction.

Event description:
Additional information received reported device moved to the far depth of the aneurysm sac. (B)(6) was class2 at 180 follow up on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported thrombosis post diagnostic angiogram was perform on the (B)(6) 2024, which was prior to study enrollment.

Event description:
Additional information received reported the event was assessed as causal to index procedure, possible to artisse, antiplatelet treatment (apt) and non-medtronic headway 21. Bleeding due to apt use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.